Manufacturer narrative:
The customer reported that the bsm's (bedside monitor) screen is not working anymore; the unit's screen was intermittently going in and out and finally it stopped working completely. The device was returned to nihon kohden, evaluated, and the reported issue has not been able to be confirmed. Extended testing will be performed on the device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm's (bedside monitor) screen is not working anymore; the unit's screen was intermittently going in and out and finally it stopped working completely.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm's (bedside monitor) screen is not working anymore; the unit's screen was intermittently going in and out and finally it stopped working completely. The device was returned to nihon kohden, evaluated, and the reported issue was not able to be confirmed after four days of extended testing. The lcd screen and inverter were replaced for precautionary measures. The unit was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.